Event description:
Reportable based on device analysis completed on 02mar2022. It was reported that the coil was unable to advance within the sheath. A 22mmx60cm interlock coil was selected for use on an ovarian vein embolization. During the course of the procedure, the introducer sheath of the device was placed snug to the microcatheter hub (but not too tightly). The introducer sheath was untwisted, and a small amount of advancement of the delivery wire was done before resistance was felt. It was noted that the coil was unable to push any further within introducer sheath and it had not exited introducer sheath. The procedure was completed via alternative method. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil and the pusher wire were not interlocked within introducer sheath. Introducer sheath was observed, and no damages were noted. Twist lock was opened. The pusher wire was observed, and it was kinked. The main coil was found kinked and stretched. No more damages were found in the device. Microscopic inspection of main coil and pusher wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were below specification. No other issues were identified during the product analysis.